Event description:
When removing a mask, the lid on the waterbath fell on a therapist arm, causing a minor cut and bruising. The therapist went to health svcs, but no treatment was needed. The cut and bruise healed fine. The gas strut which holds the waterbath lid open failed. The gas strut was a replacement gas strut installed by the clinic. The clinic does not believe this to cause death, life threatening injury or a serious injury. A replacement gas strut was sent to the clinic.

Manufacturer narrative:
Modification of device - by authorized svc organization: mfg organization of original device supplied alternative replacement part as defined on replacement part specification to prevent material deterioration. Alternative part was end cap missing brass insert. See scanned page.